Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Due to pericardial adhesions, the subject remained hemodynamically stable with no accumulation of pericardial fluids seen on echocardiography. The large perforation could not be sealed by prolonged inflations (30 minutes) with a perfusion balloon and so heparin was reversed with protamine sulphate. The following day, repeat angiography showed a well-defined, false aneurysm at the site of the perforation with continued flow into it but no accumulation of pericardial fluid. Four days later, the appearances were unchanged. After heparinization, a 0.014 floppy guide wire was passed into the lcx beyond the distal stenosis and dilated with a 2.5 mm non-abbott bdc. Prior to stent deployment at the distal site, the residual stenosis within the multi-link stent was dilated with a 3.0 x 12 mm non-abbott bdc up to 24 atm when the lesion yielded. A 2.5 x 9 mm non-abbott stent was deployed over the distal lesion with good angiographic result. A 12 mm graftmaster stent mounted on a 3.0 mm balloon was deployed at 12 atm over the perforation site; a second 9 mm long graftmaster stent was placed so as to overlap the first graftmaster and the multi-link stents and to ensure complete coverage of the perforation. A small amount of residual flow into the false aneurysm remained and all four stents were post dilated with a 3.0 x 30 mm lifestream perfusion balloon for 30 minutes in hope of preventing blood flow into the false aneurysm might encourage thrombus formation within it. The flow into the false aneurysm was abolished and the final angiographic result was satisfactory. A repeat angiogram at 6 weeks showed no evidence of the false aneurysm. No additional information was provided. Guide wire: 0.009 floppy rotawire. The stent remains in the anatomy. There was no reported product deficiency. The reported stenosis and perforation are listed in the multi-link vision instruction for use (IFU) as a known adverse patient event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
The following event was noted through a periodic article review: it was reported that the subject had moderately severe angina 9 years after coronary artery bypass surgery (CABG). The intermediate artery had severe diffuse disease proximally and the left circumflex artery (lcx) a severe, 90% eccentric lesion in its mid-third. Neither lesion could be dilated at 20 atmosphere (atm) and the subject was referred for rotablator atherectomy. The intermediate artery lesion was crossed with a rotawire and ablated with a 1.5 mm burr. The lesion was adjunctively dilated with a rocket balloon dilatation catheter (bdc) and stented with a 2.5 x 25 mm multi-link stent with a good final result and no residual stenosis. The lcx lesion proved difficult to cross with the rotawire due to a sharp u-bend immediately after the lesion. Fearing potential perforation of the bend, additional dilatation with a 2.5 mm rocket bdc was attempted at 24 atm but was unsuccessful. A 1.5 mm burr crossed but the lesion could not be dilatated with a 2.5 mm non-abbott bdc; a 2.0 mm burr crossed easily and dilatation with a 3.0 mm non-abbott bdc produced a significantly improved, but imperfect result due to the lesion resistance. A 1.5 x 3.5 mm multi-link stent was deployed at 12 atm resulting in perforation of the lcx at the distal end of the stent at the u-bend of the vessel. It was felt that this was a stump of an occluded obtuse marginal branch, the distal portion of which was supplied by a patent saphenous vein graft (svg).